Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the tip of the drill bit broke as it passed over the guide wire into the femur while drilling in a patient with slipped capital femoral epiphysis. The drill bit broke at the junction of the thick and thin portion. Reportedly the broken fragment remains in the patient. X-ray has been taken (date unspecified). This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development evaluation reports as received condition of the pilot tip is broken off at the transition from the 5mm diameter pilot to the 7.3mm portion of the drill bit. This drill bit was manufactured in february 2010. On may 30, 2013, the decision was made to recall these drill bits due to concerns with the guide wire binding in the cannulation and drill bit breakage. The surgery date for this complaint was (B)(6) 2013 ¿ several months prior to the field action. The device is made from 440a stainless steel, a commonly used drill bit material. A hard copy of the risk analysis from the dhf was reviewed. The risk analysis includes the hazard of a broken instrument. The severity of harm is appropriately identified at 4. The probability of occurrence is a 1. Over the past 3 years there has been 2234 scfe screws sold with a total of 3 complaints. The historical rate of occurrence is about 1 in 750 screws ¿ more in the 2-3 range for probability of occurrence. The risk analysis will require subsequent updating to address this increase in the rate of occurrence. In conclusion there are several factors that could cause a broken drill bit, including surgical technique, device material and design, drill sharpness and bone quality. However, considering these drill bits were recalled due to concerns regarding drill bit breakage this complaint is valid.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates that the outer drill bit has a broken tip and light discolored spots along the shaft. The inner bit has radial scratches all along the shaft and deep gouges closer to the tip. The material and hardness of the complaint product were verified to be within the specifications. The instrument passed incoming inspection at synthes. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. Device history record manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).